Event description:
The customer reported that erroneous, low testosterone results were generated on an access 2 immunoassay system for four patient samples on one day and for multiple calibration results on another day. This report is one of two and represents the erroneous testosterone results, below the normal reference range, generated for four patients on (B)(6) 2011. A fifth patient result was communicated as erroneous by the customer however no patient data was provided to beckman coulter inc. To assess the event. The initial, erroneous testosterone results were reported outside of the laboratory and questioned by a clinician. There were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. Upon repeat on the same instrument, the patient samples generated similar results to the initial results. The samples were drawn by the same healthcare worker, were collected in serum tubes with gel separators and were centrifuged prior to testing. The customer indicated that the samples were not always refrigerated within one hour of draw. Level 1 and 2 instrument assay quality control results recovered within customer established specifications. A routine system check performed prior to the event met instrument specifications.

Manufacturer narrative:
All patients involved were male. Service was dispatched to the site on (B)(6) 2011 for this event. The fse identified that the results in question possessed ng/ml units of measure, not ng/dl as is typically used. Because the incorrect unit of measure was attached to the results they were processed by the laboratory information system without being converted as necessary. The fse verified that the default testosterone units were set to ng/dl on the access 2. Additional beckman coulter inc investigation into this event revealed that the patient results involved in this event were selected as "other" rather than the default sample type of "serum". The defaults units changed along with the sample type. The root cause of this event is currently under investigation. Mdrs associated with this event: 2122870-2011-03368; 2122870-2011-03369.